Event description:
It was reported that there was a possible change in therapeutic effect. Reporter stated that the patient was more spastic, and that when the patient has become more spastic in the past it was either related to a urinary tract infection or a problem with the pump. The healthcare provider planned on contacting the physician who managed the pump, in order to have the pump interrogated. The patient was inpatient in the hospital on the notification date. The medication in the pump was baclofen. Additional information had been requested, however was unavailable at the time of the report.

Event description:
Additional information: the patient¿s urine culture was negative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type: catheter. (B)(4).